Event description:
During the implant procedure while maneuvering the right ventricular (rv) lead towards the implant site, the helix of the rv lead was noted to have extended on its own. The helix was retracted, and the rv lead was then successfully maneuvered and positioned in the right ventricle. The procedure was completed, however, the patient noted some discomfort, so the physician elected for continued monitoring. Two days later, an echography was performed which revealed a pericardial effusion. No intervention has been performed at this time. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Cardiac effusion is a potential complication associated with transvenous leads/catheters. It is included in the list of potential complications given in the instructions for use.